Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty. Intra-op, ibt was attached to syringe full of contrast. Ibt was inserted into patient and immediately began leaking contrast. Ibt was removed and inspected. Inspection revealed a small hole in the ibt. To replace the ibt the account opened another kex152eb kit since they do not carry a la carte ibts. Product came in contact with the patient. Patient complications were unknown.